Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had large bubble buttons and buttons were hard to push. The customer¿s blood glucose was 61 mg/dl at the time of incident. Customer reports that the outline of the center keypad had the air bubble connected to the left, aright, down and up buttons. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Device received with pillowing keypad overlay.